Event description:
On (B)(6) 2011, customer reported to beckman coulter, inc. (Bec) that calcium and phosphorus on the synchron lx 20 clinical chemistry system (lx 20) were failing calibration. Customer reported that she change the chloride electrode yesterday. Customer reported that the lx 20 generated erroneous cl results. Customer did not provide any data. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that the samples were repeated on the other instrument in the lab to confirm that the original results were incorrect. Customer reported that quality control (qc) prior to the event was within lab-established ranges, but qc after the event was outside the limits. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to flush the sample probe, which appears to have resolved the issue.

Manufacturer narrative:
(B)(4).